Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose readings for the past two months. Customer stated that the basal rates were adjusted while in the hospital. Customer's blood glucose reading at the time of the incident was noted to be 414 mg/dl and the blood glucose reading at the time of the call was 152 mg/dl. Customer reported symptoms of diabetes ketoacidosis. Customer stated that she would suspend the insulin pump at night due to low blood glucose readings and she would wake up with high blood glucose readings. Troubleshooting was performed and the drive support cap appeared to be normal. Customer will call back to perform the high pressure test. Insulin pump is not expected to return for analysis.